Event description:
The complainant reported that the pt had undergone the therapeutic procedure of having an enteral feeding device placed in 2004. In about 3 months, the j-tube was found to have become detached from the device's white connector. The detached portion was located outside of the pt; the tube was removed and another product was placed in the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported problem.